Manufacturer narrative:
As reported, the balloon of 7mm x 4cm 80cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured within its nominal pressure. There was no reported patient injury. The target lesion was the iliac artery which was mildly tortuous and calcified with seventy percent stenosis. The balloon was prepped, handled and stored according to the instruction for use (IFU) with no difficulty noted in the balloon during prep. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. A competitor's contrast media and inflation device were used. The inflation device was successfully used with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve, the guide catheter, or through the vessel. The catheter has never been in an acute bend. The product was removed intact (in one piece) from the patient. No other information was provided. The product was not returned for analysis. A product history record (phr) review of lot 82180962 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of 70% stenosis with calcification may have contributed to the reported event. Damage to balloon material may occur when attempting to cross a stenosed/calcified vessel. It is likely during this attempt to cross the damage occurred; however, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the balloon of 7mm x 4cm 80cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured within its nominal pressure. There was no reported patient injury. The target lesion was the iliac artery which was mildly tortuous and calcified with seventy percent stenosis. The balloon was prepped, handled and stored according to the instruction for use (IFU) with no difficulty noted in the balloon during prep. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. A competitor's contrast media and inflation device was used. The inflation device was successfully used with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve, the guide catheter, or through the vessel. The catheter has never been in an acute bend. The product removed intact (in one piece) from the patient. The device will not be returned for evaluation. No other information was provided.